Event description:
It was reported that a patient presented remotely via merlin.net with low pacing impedance on the right ventricular (rv) lead. The patient was seen in-clinic, and the low pacing impedance was unable to be reproduced. No changes or interventions were performed. The patient was stable before, during, and after the check.